Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. According to the information from the implant explantation form no methods of device immobilization were used and the electrode lead was not recessed in a channel, which is not in line with the medel surgical guidelines. Additionally, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report.

Event description:
The user has no more hearing sensation since (B)(6) 2018. The user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation since (B)(6) 2018. Re-implantation is considered.